Manufacturer narrative:
Serial no: (B)(4). For three of the events, the investigation did not identify a product problem. The cause of the event could not be determined. For one of the events, the sipper nozzle was not priming with a straight jet of water. The follow up/corrective actions for one of the events was there were traces of liquid leaking on the lids of the cleaning reagents. The follow up/corrective actions for one of the events was the sipper probe was replaced. Performance testing and precision studies were run and were good. Controls were run. There were no follow up/corrective actions two of the events. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>4</noe> malfunction events. Erroneous non-reproducible results were generated by a cobas e411 disk analyzer. The events involved a total of 4 patients with elecsys hcg + beta test system. There was 1 female.